Event description:
On (B)(6): customer reports, patient undergoing a ureteroscopy when fluoro failed. Customer provided no patient or procedural info other than to say procedure was completed without incident by use of portable c-arm fluoro. No reported injury.

Manufacturer narrative:
Field service engineer went on site and reports, the operator said the system would not display fluoro image on the monitor when the footswitch was activated. The fse rebooted the infimed and sedecal generator and the issue of 'no fluoro' was resolved. Fse checked out system per hut dr service checklist and unit to full service by the customer.